Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient while wearing her pod when she sought medical attention, but it was removed at the hospital. The issue was related to the omnipod and dexcom not connecting. She was taken to the hospital on february 12th and has been there for 4 days. She was expected to be discharged the day after reporting medical event. She reported being unconscious for 12 hours on the kitchen floor. The diagnosis was autoimmune fatty liver. Treatment details are unclear, but she reported a need for rehab. She felt the connection issues with her dexcom g7 caused her hospitalization. Troubleshooting was limited as she is still in the hospital without her omnipod supplies. The agent advised her to contact them once home for further assistance and explained the connection issue might be due to line-of-sight problems.